Manufacturer narrative:
Findings: no blank display or full black screen noted. Unit alarmed failed battery test during battery insertion due to faulty battery tube. Unable to test the operating currents and off no power alarm due to failed battery test alarm. Unit had a scratched display window and cracked battery tube threads. Unit received without original belt clip. Unable to verify damage to belt clip. No damage noted on belt clip slot. No damage noted on isolation tape on lcd. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 142 mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.